Event description:
It was reported that the ventricular pacing rate was lower than the programmed rate was set and there was t-wave oversensing. The atrial lead was dislodged. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.